Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure that upon testing the device prior to use the first fire did not deploy any staples. The next few expelled misshapen clips. Another like device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4).see attached user facility medwatch: (B)(4) - attachment: [(B)(4)].